Event description:
Bravo capsule was placed at 36cm and failed to accurately record the esophageal ph level.the ph study was reading the ph greater than 9 and only gave a thirty hour study instead of the forty-eight hour study. Imaging was called and the technician reviewed the download study and stated that the capsule was faulty. A replacement capsule would be sent to the facility.